Event description:
Graft was implanted approx twenty yrs ago (1977) for a aneurysm in bilateral limbs close to the groin. On 3/4/97, the graft was explanted due to an aneurysm in the iliacs of the graft. The doctor claims that the iliacs appeared to be disintegrated. The post operative condition of pt was fine, but approx two or three days after surgery, the pt developed ischemia and doctor elected to amputate the left leg below the knee. The pt's condition after amputation is reported as "doing fine". Note: the doctor stated that the cause of ischemia is unknown, but he wanted to rule out infection and, or product defect. Note: the garft was initially reported to co as an unknown graft.